Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that shortly after implant, the right atrial (ra) lead exhibited high impedances. The pocket was reopened, and it was determined that the lead was not properly seated in the header, as the physician was able to easily remove the lead without any resistance. The lead was reconnected, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.